Event description:
Description of event according to initial reporter: the filter was fractured. One primary leg is located down somewhere in the pelvis. Two other primary legs penetrated through caval wall. There is acute deep vein thrombosis bilaterally and in the cava probably as a result of the indwelling filter. They could not explant it. They ended up ballooning and stenting across it. The complaint device had been implanted 13 years ago. Patient outcome: patient was hospitalized because of deep vein thrombosis and underwent ballooning and stenting.